Event description:
It was reported that pump displayed malfunction alarm malf 12 and would not reset, and while attempting reset, customer also experienced charging issue that prevented pump from turning off. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided reset instructions, assisted with pump reset, and resumed insulin therapy.